Event description:
Started using my CPAP machine in (B)(6) 2020. Started not feeling well in (B)(6). I have had numerous sinus infections and upper respiratory issues in 2021. I have been on antibiotics three times and also did three weeks of steroids. In (B)(6) I ended up with a strep infection in my nose. The beginning of (B)(6), I developed a bad cough and bronchitis. I was given another round of antibiotics. However currently I am still congested and now running a low-grade fever, headache and white cell count is a little elevated. FDA safety report ID # (B)(4).